Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: cuff leak found by the anesthesiologist during pretested. Customer confirmed that fault was identified during pretesting efforts. No patient involvement. Covidien is attempting to gather further details surrounding the circumstances of this report, without success.